Event description:
It was reported that prior to a novasure endometrial ablation on (B)(6) 2014, the physician performed a dilatation and curettage (d and c) and a pre-hysteroscopy and "found no issues". The physician proceeded with the novasure procedure and received several unsuccessful cavity integrity assessment (cia) tests utilizing two disposable devices. "Upon hysteroscopy post novasure egress the physician found a perforation at the posterior location." The physician noted the perforation was "very small". The patient was admitted for "24 hours for observation". It is unknown if intervention was required. On (B)(6) 2014, it was reported, that the patient was admitted on (B)(6) 2014 and discharged on (B)(6) 2014. The physician reported the "patient [is] ok." A hysteroscopy, dilatation and curettage (d and c), and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Add'l device info: 12m18rc expire: 01/18/2014, 13d08rb expire: 05/08/2014. Device have not yet been returned therefore, a failure analysis of the complaint devices cannot be completed. If the devices are returned and evaluation completed, a supplemental medwatch will be filed. Device manufacture date: 12m18rc manufacture date: 12/01/2012, 13d08rb manufacture date: 04/01/2013. Device history record (DHR) review was conducted for the reported lot numbers. The lots were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).